Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while they completed the cutting and anastomosis of the distal rectal tissue, the stapler was able to fire but the 2, 3 "nails" in the middle of the staple line that is not well formed and the b-shape molding was incomplete. There was also bleeding from the site. They used absorbable sutures to sew the staple line. There was no patient harm.